Event description:
It was reported that during a supraventricular tachycardia (svt) procedure, the catheter was inserted into the patient's body, the potential could not be displayed on system when the catheter straight. Follow up was performed to obtain detailed information regarding the event and it was stated that the signal loss occur on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician was not able to complete the procedure with the signal loss issue. Due to this additional information this event is reportable.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a supraventricular tachycardia (svt) procedure, the catheter was inserted into the patient's body, the potential could not be displayed on system when the catheter straight. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.